Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/06/2023 additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia following surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent laparoscopic lysis of adhesions on (B)(6) 2010 during which the surgeon noted multiple adhesions to the mesh. The bowel and omentum were taken down from the abdominal wall. The mesh had to be excised in this area. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2010 during which the surgeon noted the previously excised mass was adherent again to the abdominal wall. This was taken down and care was taken to avoid the intestine that was wrapped up on the mesh. It was reported that the patient experienced severe pain, inflammation, nausea, dense adhesions, scarring, bulging, loss of appetite and stress and anxiety. No additional information was provided.